Event description:
During surgery, the instrument's internal springs/parts popped out/fell out of the targeting arm causing a 15-30 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.